Manufacturer narrative:
Findings: all buttons functioning properly no damage on the keypad assembly and the was locked properly during visual inspection. Passed leak test. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had unresponsive button. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that all the other buttons on the insulin pump were working except for the right arrow button. It was stated that there was no significant event leading to the keypad issues. It was reported that the customer was advised that the insulin pump needed to be replaced and returned. The insulin pump will be returned for analysis.